Manufacturer narrative:
The ge service rep calibrated the filament duty cycle as agreed with the support team. The system operates as intended.

Event description:
The customer reporter the system displayed poor image quality. No pt injury was reported.